Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6) ubd: , UDI#: h3: analysis of the wireless recharger wr9200 (serial #(B)(6)) revealed that the recharger was unresponsive. The led's scroll c ontinuously and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger will not power on or charge the implanted neurostimulator. Patient stated that the battery indicator lights on the wireless recharger were racing from top to bottom and could not stop. Hard reset did not resolve the issue. An email was sent to the repair department to replace the wireless recharger.